Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 431 mg/dl at the time of incident. The customer¿s current blood glucose value was 447 mg/dl. The customer was not using sensor at the time of event. The customer stated that her healthcare professional made some changes in her insulin pump due to which her blood glucose went high. The customer linked transmitter to insulin pump and started using new sensor but insulin pump alerted that it wasn't connected. The insulin pump will not be returned for analysis.